Event description:
Dear ladies and gentlemen, I have been using the above product for several years. I don't think it's tragic that some needles in a pack are defective.. But the fact is that the problem has multiplied recently. In the last pack I could not use about 1/3 of the needles because the insulin could not be pushed through. I will send you photos of the package for information and look forward to your feedback. Thank you for taking my concern seriously. Best regards,

Manufacturer narrative:
This medwatch report is both an initial and final report as the investigation has been completed. Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. The root cause could not be determined as the issue is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.